Manufacturer narrative:
Investigation summary: bd received photographs for investigation, and evaluation of the three photos indicated a cracked frozen tube. The storage temperature indicated on the shelf pack label is 4°c ¿ 25°c, while the customer is storing tubes at -80°c, which is considered off-label use. A total of 100 retained samples were visually inspected, and no cracked tubes were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the storage conditions used by the customer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes the tube wall of 512 devices cracked following storage of the specimens in -80c temperatures. The specimens were recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.2. Additional medical device types: jka. D.3 common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670;k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes the tube wall of 512 devices cracked following storage of the specimens in -80c temperatures. The specimens were recollected. No adverse impact was reported regarding the patient or user.